Manufacturer narrative:
Continuation of d10: product ID: 990063-020, product type: mapping catheter; product ID: afapro28, product type: balloon catheter; product ID: 990063-020, product type: mapping catheter; product ID: afapro28, product type: balloon catheter; product ID: 106a3, product type: console. Product event summary: the 4fc12 sheath with lot number 0012267484 was returned and analyzed. Visual inspection of the shaft identified a kink/twist approximately 2.4 inches from the tip. The native dilator was not returned. Functional testing was performed; no anomalies were discovered. Lab tests involving the insertion and retraction of a catheter into the sheath were performed multiple times, despite the observed dent in the shaft, with no issues encountered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked tightly to the sheath. Visual inspection and magnification with a high-resolution microscope showed the valve housing was intact without any issues. Leak testing was performed. The pressure test with the 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05384 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.00760 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00414 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cryo ablation procedure, an attempt was made to flush the the balloon catheter. The balloon catheter and mapping catheter were replaced which resolved the issue. The balloon catheter was positioned in the left atrium where an attempt was made to flush contrast medium and saline, the flush was unsuccessful. The case was switched to radiofrequency (rf). The case was completed with radiofrequency. No patient complications have been reported as a result of this event.